Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Added: h6 (medical device problem code). Photo investigation: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation of "279734000, viper universal poly driver" revealed that the device tip has broken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the viper universal poly driver would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a review of the receiving inspection viper universal poly driver was conducted identifying that lot number mi164091 was released in one batches. Supplier: (B)(4). Batch 1: lot qty of (B)(4) units were released on 13 aug 2024 with no discrepancies. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: h6 health effect - impact code. H6: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation of "279734000, viper universal poly driver" revealed that the device tip has broken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the viper universal poly driver would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection viper universal poly driver was conducted identifying that lot number mi164091 released in one batches. Supplier : (B)(4). Batch1: lot qty of (B)(4) units were released on 13 aug 2024 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024. The tip of the screwdriver was broken. Fragments were generated and easily removed. Procedure was completed successfully with a ten-minute delay. Patient was okay. This report is for a viper universal poly driver.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned sample revealed that the distal tip of the viper universal poly driver was broken, the fracture surface was examined, and no material issues were identified. In addition, the fragment was not received for evaluation. A dimensional inspection was performed for the viper universal poly driver and met specifications. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the viper universal poly driver would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a review of the receiving inspection viper universal poly driver was conducted identifying that lot number mi164091 released in one batches. Supplier : (B)(4). Batch1: lot qty of (B)(4) units were released on 13 aug 2024 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review : the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found it broken from the tip. The broken fragment was not returned for evaluation. The reported allegation can be confirmed. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it did not apply to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the viper universal poly driver would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection viper universal poly driver was conducted identifying that lot number mi164091 released in one batches. Supplier: (B)(4). Batch1: lot qty of (B)(4) units were released on 13 aug 2024 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.